Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. The customer's blood glucose level went above the normal range, but a specific value was not known, as the display showed "high." The customer managed the high blood glucose by administering a correction bolus through the pump and did not need assistance from a third party. Technical support instructed the caller on the proper technique to press the button and advised removing the pump from its case. After following these steps, the caller found the button to function as intended.